Manufacturer narrative:
(B)(4). Date sent: 8/6/2021. D4: batch # u5e822. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (a) was returned with the anvil bent upwards and with one gst60w reload loaded in the device. The reload was received fully fired. Additionally the device was returned with an unknown trocar 12 mm inserted in the jaws, the closing trigger in closed position and anvil in opened position, also a firing spring trigger was received inside of a plastic bag. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to how the spring firing trigger became out of position. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. To the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4) date sent: 7/7/2021 additional information: was the device locked on tissue with the jaws closed? No, this occurred when it was not on tissue. Easily remove device from patient. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Reporter advise manual override only exact steps not provided. Did the jaws eventually open? Not provided

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: month is unknown. Assumed jan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure the surgeon could not open device. They used the manual release lever and device could still not be opened and removed from patient. Scrub nurse was not sure if staples fired. There were no patient consequences.